Event description:
Reporter alleged blood glucose measured 331 mg/dl back to back with a result of 69 mg/dl when testing was performed within less than 10 minutes apart. Customer stated taking the normal 120 unit dose of diabetes medication as a result. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.